Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing hiccups following a recent replacement, and thus had to remain at the hospital for two days. The patient had been disabled for about a week prior to the replacement. No additional relevant information has been obtained to date.